Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to an elevated blood glucose (bg) level (bg value not provided). The customer was treated with intravenous saline insulin, and was released from the hospital the following day with no permanent damage. The cause for the reported issue was unknown. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.